Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). An x ray was done to confirm the reason of the loc and this rv lead was noted to have micro dislodgements. Therefore, a revision was done, and capture was confirmed after the revision. This rv lead remains in service. No additional adverse patient effects were reported.